Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one photo and one physical sample was provided to our quality team for investigation. Through visual inspection, a plastic piece from the stem of a syringe is observed within the syringe, verifying the reported concern. A device history review was performed for reported lot 2501066. No deviations or non-conformances were identified during the manufacturing process. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. We perform inspections and clearly defined cleaning procedures. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Final products from this line are sampled and subjected to visual and functional inspections throughout the various stages of production, in accordance with established procedures. No issues related to the reported observation were found during this review. Although no direct issue was identified, it is likely that the broken piece likely occurred during the transfer of components from the molding area to the assembly area. Manufacturing personnel have been notified of this incident to increase awareness during our inspections.

Event description:
No additional information.

Event description:
It is reported foreign matter. Event description: a plastic residue was found in the barrel of the syringe between the plunger and the tip. Problem identified prior to use

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.